Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka) over the weekend. The patient stated that they did not receive any alarms from the personal diabetes manager (pdm) or the pod. This was all of the information that was able to be obtained.